Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a leak. There was no patient harm associated with the event. The device was evaluated, and it was found that the acoustic lens pink probe coating was missing. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the acoustic lens pink probe coating missing, additional findings are as follows: switch button rubber 1 was pierced and leaky; electrical connector unit mouthpiece was detached; bending section cover blue was separated; light guide cover lens was porous; connecting tube had wrinkles; universal cord was kinked; and angulations were out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a leak. There was no patient harm associated with the event. The device was evaluated, and it was found that the probe was missing/broken. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. The event can be prevented by following the instructions for use (IFU) which state: ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.